Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 5 and miscarriage. Previously administered products included for an unreported indication: iud. Concomitant products included oral contraceptive nos. In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil(s) ¿ right). At the time of the report, the abdominal pain lower, pregnancy with contraceptive device, urinary tract infection, dyspareunia and alopecia outcome was unknown and the migraine, headache and dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, headache, migraine, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: uni-lateral removal of coil(s) -date(s) of removal: (B)(6) 2018, surgical removal of coil(s) ¿ right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received. Reporters information updated. Event: injury nos were updated infection (bladder/ urinary tract/vaginal) type: uti. New events:migraines / headaches, pregnancy (no complications),device ineffective dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, pain: lower abdominal pain,device monitoring not performed were added. Event outcome were updated:lower abdominal pain. Medical history, historical drug, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain'), device dislocation ('absent right essure implant/there was no essure visible in the pelvis or abdomen/on the rightside, there was no essure device located') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, miscarriage and vaginal bleeding. Patient denies nausea, denies vomiting and denies fever. Previously administered products included for an unreported indication: iud. Concurrent conditions included suprapubic pain, vaginal pain, urinary tract infection, paratubal cyst, neurological disorder nos and mental status changes. Concomitant products included oral contraceptive nos. In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In december 2016, the patient had essure inserted. In august 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomies, removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, device dislocation, pregnancy with contraceptive device, urinary tract infection, dyspareunia and alopecia outcome was unknown and the migraine, headache and dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, headache, migraine, pregnancy with contraceptive device and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: single live intrauterine fetus with estimated menstrual age by ultrasound of 9 weeks and 6 days .. Concerning the injuries reported in this case the following events were confirmed via patients medical record abdominal pain,headache concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming-absent right essure implant/there was no essure visible in the pelvis or abdomen quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received: new event "absent right essure implant/there was no essure visible in the pelvis or abdomen" added and reporter information, patient medical history, concomitant conditions lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.